Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose (bg) level. As the contact was not with the customer at the time of the report, no troubleshooting could be performed. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.